Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was giving low oxygen readings while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction in the memory but the cse was not able to duplicate the problem. The cse inspected the device and replaced the analog interface (ai) printed circuit board (pcb) as precautionary action. The unit passed extended self testing.